Event description:
Medtronic received information regarding a marathon catheter that broke during an onyx procedure. The patient was undergoing a transarterial embolization procedure to treat a dural arteriovenous fistula (avf). Vessel tortuosity was moderate. It was reported that devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). After onyx embolization of the avf, retrieval of the system catheter was attempted and resistance was felt. It was then confirmed that part of the that part of the marathon catheter was visible from the tip of the middle catheter; the distal marathon shaft had broken. It was noted that the onyx injection interval was 30-120 seconds. There was more than 1cm of onyx reflux. The broken segment of the catheter was removed with a snare. No additional surgery was required or other intervention was required. There was no damage to the patient's health; a contrast study confirmed there was no bleeding associated with the event. The reported information indicated that the catheter separation was due to adhesion to the onyx..

Manufacturer narrative:
Continuation of d10: product ID 105-5056 (b669067); product type: section e: initial reporter/hcp identifying information was not reported due to country privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.